Manufacturer narrative:
(B)(4) - damaged cartridge, damaged one piece sled, damaged drivers, pictures photographic analysis: based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication. Device analysis: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the sales rep that during a laparoscopic gastrectomy procedure, on the third firing using a green load (previous firing black and green) and articulating the device full left the sled moved proximal to distal with no noticeable issues. When the stapler was opened the inner most and middle rows of the staples were not formed from midpoint to distal tip on the specimen side of the cut line. No noises, no visible issues. Case completed with another device of the same product code along with a green reload. There were no patient consequences reported. Patient bmi was 35. One device will be returned.